Event description:
It was reported that during placement of a flex infusion set, the infusion set fell out of the applicator when the user removed the adhesive cover, indicating an infusion set deployment issue associated with the cannula and an incorrectly performed procedure or attachment; replacement supplies were provided and troubleshooting and education were completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, and a usage problem was identified related to the cannula and the procedure for deployment or connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.